Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the oxygen sensor is not working. The user removed the patient from the ventilator and placed the patient on a different ventilator. The customer reported patient involvement and no patient harm.